Event description:
Reportedly, on (B)(6) 2020, it was observed that the status led of the subject home monitor was off. The device was unplugged from the mains. The associated wirex was powered up and all lights were observed to be blinking, as expected. When the wirex lights became stable, the home monitor was plugged back to the mains. The status led lighted in orange, then in green and finally turned off again. One of the wirex lights was observed to be lighting in red for over 10 minutes. The check button of the home monitor was pressed and the same actions were repeated, but the situation did not improve.

Event description:
Reportedly, on (B)(6) 2020, it was observed that the status led of the subject home monitor was off. The device was unplugged from the mains. The associated wirex was powered up and all lights were observed to be blinking, as expected. When the wirex lights became stable, the home monitor was plugged back to the mains. The status led lighted in orange, then in green and finally turned off again. One of the wirex lights was observed to be lighting in red for over 10 minutes. The check button of the home monitor was pressed and the same actions were repeated, but the situation did not improve.

Manufacturer narrative:
Please refer to the attached analysis report.